Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient received a letter from medtronic regarding mris. Patient services specialist (pss) reviewed letter meaning. Patient said they had the device removed because they were having a lot of pain with it. Patient stated they had pain the whole time they had ins and that it was severe pain in their lower back and buttocks. Patient did not remember when the device was removed but said it was a few years ago. Information documented; no further action taken by patient services.